Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record was not available as instrument is nearly 10 years old. The manufacturing visual evaluation noted that the whole instrument is discolored. The retractor corresponds to the drawing and processes at the time of manufacture. The retractor is approximately 10 years old and it seemed as it was not cleaned properly. Placeholder.

Event description:
Account complained to the sales consultant that the instruments are rusting around the etch. This is 5 of 6 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 5 of 6 for complaint (B)(4). Original awareness date is 2/06/2012.

Event description:
This is report 5 of 6 for complaint (B)(4).